Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The driver's fracture surface was relatively flat and smooth, indicating that it likely failed in pure shear, most likely due to being over-torqued. Wear and tear may have also contributed to the material failure, as the driver was manufactured in approximately october, 2011. Manufacturer was made aware on 4/19/2016 that user facility reported incident (uf report (B)(4)) and are therefore filing to provide additional information.

Event description:
It was reported to k2m, inc. That the tip of a driver sheared off during provisional tightening and was left imbedded in the head of the screw.